Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a cracked end cap. The drive support disk was inspected and no anomaly was noted. The dome label was okay and not missing.

Event description:
Customer reported via phone call that their blood glucose readings were as low as 25 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.